Manufacturer narrative:
(B)(4). Batch # n56u2x. The analysis found that one plee60a device was returned with no apparent damage and with one gst60t cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastric bypass procedure, the device jaw did not close fully. Therefore no full compression was possible. Additionally the staples did not close fully. Was tested by the surgeon on a piece of paper where the staples also did not fully close or ¿perurate¿ the paper. Another like device was used to complete the procedure. There were no adverse consequences for the patient.